Manufacturer narrative:
(B)(4). Batch # p5802u. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot/batch.

Event description:
It was reported that during an unknown procedure, the knife did not return after the firing. The washer was broken and the staples were formed properly. No additional treatment was required. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch #: p5802u. Device evaluation: the analysis results found that the ecs25a device arrived with the knife exposed. Further analysis the knife was noted to have nicks, this damaged is consistent when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. The anvil half washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. No functional test could be performed due to the condition of the device. The device was disassembled to verify the integrity of the internal components and the driver links were found to be disengaged from driver. While no conclusion could be reached as to how these components became disengaged, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.